Event description:
It was reported that an air embolism occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 27mm watchman laa closure device & delivery system (wds) were used. Upon reviewing release criteria which was met, a flickering tissue-like object was noted distal to the newly deployed device distal in the laa. The echo imager verbalized that it looked like air behind the device. It was unclear after more discussion if it was a clot versus air. The device was released, and no issues were noted upon removal of sheath and delivery system. Air was not seen at any point during the procedure in the catheters or delivery system. The patient was stable and was discharged the next morning without issues.